Event description:
Reporter alleged when awaking customer felt low glucose and blood glucose measured 43 mg/dl so had some orange juice and within 5 minutes afterwards glucose measured 98 mg/dl. It was stated two weeks ago customer had glucose results of 58 mg/dl back to back with a result of 120 mg/dl and a reading of 56 mg/dl back to back with a reading of 139 mg/dl when testing was performed 5 minutes apart. Customer stated reviewing meter memory and being able to confirm the alleged back to back readings. Customer indicated eating normal, taking normal medications, and self treating with orange juice as a result however no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.